Event description:
Device issue: stent fracture. Time of device issue: during the procedure. Adverse event: foreign body unretrieved in the anatomy. Time of adverse event: during the procedure. It was reported that during a revascularization of a previously placed 7.0 x 80 cm absolute pro stent in a moderately calcified left superficial femoral artery, the new stent reached the lesion without resistance. The thumbwheel turned easily to release the stent. During deployment, the first one-third of the stent was placed inside the previously implanted stent; however, the remaining two-thirds of the stent totally detached from the rest of the stent and migrated into the iliac artery. Another absolute pro was used to complete the procedure. The detached segment of the stent remains in the iliac artery. There was no adverse pt sequelae reported. Although requested, there was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The absolute pro .035 (part #1011922-080, lot #8061651) is being filed under a separate MFR number. The device has been received. The investigation is not complete.